Event description:
A customer reported experiencing a tandem mobi cartridge alarm during insulin therapy. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Despite efforts to resolve the cartridge alarm issue by reloading and attempting therapy resumption, the problem persisted. Technical support instructed the customer on how to insert the pump into storage mode and decided to replace the pump and cartridge while the customer used multiple daily injections as backup therapy.